Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 55 mg/dl the patient lost consciousness and hit their head. For treatment, the patient was given glucose and juice. The pod was worn on the arm. The patient was discharged after 4 hours. The pod was discarded.